Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed motor fault and the screen went very dim. They turned the unit off and back on then got a motor fault and xdcr fault. Patient involvement is unknown at this time.